Event description:
I have been using my CPAP machine for sleep apnea for many years and continued to do so after I was discharged from the hospital recovering from emergency brain surgery for hydrocephalus (vp shunt had to be implanted into my brain). A few weeks ago, I found out by accident that my CPAP mask headgear has magnetic clips that were causing issues had been issued a safety recall by the FDA. I discarded all of my masks with headgear and began using a new one that does not include magnetic clips.